Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2014). The lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging their one touch ping meter had a line through the display. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6), 2014. The patient manages their diabetes with an insulin pump and denied making any changes to their usual diabetes management regime in response to the alleged issue. The patient alleged that approximately one week after the product issue began, they developed symptoms of ¿sweaty, shaky, nauseous, ketones and anxiety¿. They reported self-treatment of ¿insulin shots and large amounts of water¿ on (B)(6), 2014. They also reported that they were able to obtain another meter (ultramini) and obtained a blood glucose reading of "394mg/dl" on (B)(6), 2014 at 10.30am. At the time of troubleshooting, the csr verified that the patient was not a first time user of the product and that there was no misuse of the product. The patient confirmed that they had a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.